Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device could not be interrogated. Testing found the device exhibited no pacing output. The device case was opened and the battery was removed and forwarded for detailed testing. Detailed testing confirmed the battery was depleted; however, the root cause could not be determined.

Event description:
It was reported that this pacemaker entered safety mode due to premature battery depletion (pbd). Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device has returned for analysis. The device has been returned and analyzed.

Event description:
It was reported that this pacemaker entered safety mode due to premature battery depletion (pbd). Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device has returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.